Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, an estimated longevity anomaly was observed. Review of the manual remote transmission revealed an overestimate of the remaining longevity due to inclusion of the duration of the mid-life plateau. The estimated longevity of four months remaining was accurate based on the reported battery data. The patient will continue to be monitored with routine follow-up.